Manufacturer narrative:
B3 approximated.

Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) due to recurring incontinence. It was also noted that the device was not performing as expected due to a fluid loss in the balloon tubing. The aus was explanted and replaced. There were no additional patient complications.